Event description:
The patient had silicone bilateral breast implants placed november 1987. Three to four months ago she developed symptoms of myalgia, left thigh, axilla and arm pain along with numbness of the left side of the body. Also experienced sharp pains in the left breast. A bilateral capsulectomy with the removal of the implants was performed. Both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.